Manufacturer narrative:
(B)(4). Ten unopened samples of product code eh7976, lot lph757 were received for analysis. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements. One empty labeled winding former and one needle-suture in two section of product code eh7976, lot lph757 were received for analysis. During the visual inspection of the opened sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needle were found and the suture was observed detached do the stress applied to the strand. Also, the other section of the suture present elongation. In addition, a functional test was performed on one suture piece and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number lph757, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a vascular procedure on an unknown date and suture was used. The suture broke when knot was moved, not while tightening knot. The procedure was completed with competitor product. The surgery was delayed about 10 minutes. There were no adverse patient consequences reported.